Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the colon during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, it was noted that the bands would not deploy inside the patient; however, they worked fine when the device was tested outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported that the device was used in the colon; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on february 23, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the colon during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, it was noted that the bands would not deploy inside the patient; however, they worked fine when the device was tested outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 23, 2024: the speedband superview super 7 was used in the esophagus. It was noted that no difficulty was experienced upon setting up the device.